Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 06/28/2018 for evaluation. Performed visual inspection and passed. Performed a pairing test with nordic bluetooth device and passed. Performed voltage test and passed. Performed share log review and confirmed loss of connection of greater than 3 hours were found. The reported event of a loss of connection was confirmed. The customer complaint was confirmed because a loss of connection was observed in the logs.

Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.